Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the doctor lost control of the monopolar curved scissors (mcs), however, they continued using the mcs in the same way. At the end of the surgery, when the mcs was removed from the patient's cavity, it was found that the steel cable had broken. The procedure was completed with no reported injury.